Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Bit of smoke - oral-b [device catching fire]. Toothbrush blew up...huge bang - oral-b [device battery explosion]. Case narrative: female consumer via phone stated that the oral-b toothbrush, model 3710, blew up. It made a huge bang and had a bit of smoke coming out. No injury was reported. 08-feb-2024 case update: the suspect product lot was 1ar84370741. No injury was reported.

Event description:
Bit of smoke - oral-b [device catching fire]. Toothbrush blew up...huge bang - oral-b [device battery explosion]. Case narrative: female consumer via phone stated that the oral-b toothbrush, model 3710, blew up. It made a huge bang and had a bit of smoke coming out. No injury was reported. 08-feb-2024 case update: the suspect product lot was 1ar84370741. No injury was reported. 22-feb-2024 follow up via social media: the consumer was 75-years-old. No injury was reported.

Manufacturer narrative:
18-mar-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.